Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. Service evaluation identified the second column of keys on the keypad were inoperable. The device was found out of specification in relation to the identified inoperable keypad. The keypad was identified as the failed component and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it was found to have an inoperable keypad (second column of keys would not function). There was no patient involvement. No additional information is available.